Event description:
The patient was admitted for urinary tract stones. On (B)(6), 2026, the assigned nurse administered intravenous fluid as ordered. Ten minutes into the infusion, the patient reported leakage at the puncture site. Upon investigating the cause, the nurse discovered that the tubing of the closed-system intravenous cannula was leaking and unusable. The nurse immediately replaced the cannula, resulting in a second puncture for the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.